Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and the clear sensor sleeve (pebax) had dark red material inside the area. A scanning electron microscope (sem) testing was performed over the pebax area of catheter and it was found that the external surface exhibit evidence of scratches, cracking and mechanical damage. It is possible that an unknown object make a puncture in the pebax. This issue is further investigated under an internal corrective action. The pebax section is 100% inspected on all catheters before leaving the facility. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and a visualization issue and a force issue occurred. The shaft interference icon was displayed on the carto 3 system. The force value was also being displayed as n/a. The force was re-zeroed and the issue remained. The catheter was replaced and the issue resolved. There was no patient consequence. This event was originally assessed as not reportable as potential risk that these issues could cause or contribute to a serious injury or death is remote. The returned catheter was analyzed by the biosense webster failure analysis lab. A scanning electron microscope (sem) analysis was performed and the results showed that the external surface exhibited evidence of scratches, cracking and mechanical damage. It is possible that an unknown object made a puncture in the pebax. The damage to the pebax is indicative of a reportable finding as it poses a risk to the patient due to exposure of internal parts of the catheter. The awareness date for this record is april 24, 2015 because that is the date the product analysis was complete.